Manufacturer narrative:
The following elements have blank data

Event description:
Ltv vent shut off while patient in CT scan. Patient removed from vent and bagged. Replacement ltv brought to CT. Biomed internally looked at the device because they thought was that it was a plug problem. Biomed said that everything looked ok, so the vent was put back into service. It was used again in the ER and it just stopped. At that point, the equipment was taken out of service and biomed sent it out (back to manufacturer) and it was found to have a problem internally with the chip.